Event description:
Patient presented for a I&d with insert exchange.

Manufacturer narrative:
An event regarding revision for an unspecified reason involving an scorpio insert was reported. The event was not confirmed. Device evaluation and results: not performed as the device was not returned for identification or evaluation. Medical records received and evaluation: not performed as medical records were not provided. Device history review: could not be performed as the device was not properly identified. Complaint history review: could not be performed as the device was not properly identified. Conclusions: the exact cause of the event could not be determined due to insufficient provision of information. Further information such as: lot ID, sterile lot ID, return of reported devices, x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation to determine root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient presented for a I&d with insert exchange.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.